Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8 590-1, lot# n164186, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was stated that patient had been in hospital several times one of them being ¿seeing things (hallucinations)¿. No further specific details were provided. Drug in the pump at the time was not specified; presently patient had baclofen and morphine in the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.